Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that patient faced event of infusion set fell off during use.the infusion set has been used for a few hours.the patient replaced infusion set and resumed insulin delieveries successfully. No further information was available.

Manufacturer narrative:
(B)(6).